Manufacturer narrative:
The technician found the siderail latch was sticking. The technician cleaned and adjusted the siderail latch to repair the bed.

Event description:
Information received indicates the right intermediate siderail will not latch.